Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that the patient removed the pod shortly after activation because the cannula did not properly insert into the infusion site. When removed, the cannula appeared bent upon inspection the pink slide had not moved forward, indicating a needle mechanism failure occurred.

Manufacturer narrative:
The pod arrived fully deployed. No timeouts or drive stalls were observed. The pod delivered less than 200 pulses. No damages were observed on the needle mechanism, which was reset and redeployed successfully. The cause of the reported needle mechanism complaint could not be determined. No damages were observed that would contribute to the reported unsure properly inserted cannula. The cause of the reported unsure properly inserted cannula could not be determined. Inspection of the soft cannula did not find it to be bent, kinked, or otherwise damaged.